Event description:
It was reported that the patient is having 4 to 5 seizures a day and they are longer/stronger. It was noted that before the vns reached low battery, the patient was having 3 seizures a day, and seizures were mild when the magnet was used. The patient's generator was replaced. The device was not completely dead at the time of surgery. No other relevant information has been received to date.